Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. Visual observation confirms the lower jaw bent slightly, consistent with the device hitting bone during a procedure or being mishandled/dropped. The jaw to shaft pin was broken and was protruding out of its space. One possible root cause for the failure could be clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess side load on the jaw pin resulting in the jaw pin shearing off from its space but it was reported that the surgeon was not trying to clamp excessive tissue therefore we cannot determine the root cause for this failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii without hook bottom jaw was slightly bent. The sales rep did not know if the device bent during this case. The sales rep stated that the surgeon was not trying to grasp excessive tissue. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation.